Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 294 mg/dl, which was addressed with a correction bolus. Reportedly, the customer's health care provider (hcp) requested the contact to change the customer's carbohydrate ratio to 1units/ 20 grams of carbohydrates. The customer called tandem technical support for assistance with changing the carbohydrate ratio settings. Tandem technical support assisted the customer with the requested changes to the settings.